Event description:
A report was received regarding the removal of a plate. The surgeon elected to remove the plate to replace it with a total knee. The patient had pain and the surgeon determined a total knee replacement would be the best option for the patient. Reportedly, none of the devices removed during the explant had failed. This is report # 8 of 10 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.